Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: exeter v40 stem 44mm no 2; cat#0580-1-442 ; lot#g2657957 , delta v-40 ceramic head 32/0; cat#6570-0-132 ; lot# 28448703, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision surgery for pain and a hot bone scan on medial femur.